Event description:
Procedure: left patellar tendon repair/ event: while using the drill attachment, there was malfunction of the power tool and metal shards were sprinkled along and within the surgical wound. (B)(6).